Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger would not power on.

Manufacturer narrative:
Device eval summary: device eval of battery/charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/modem would not power on. Upon eval, the charger exhibited a fractured bga connection at pld component u1003 and pxa component u104 on ca board sn (B)(4). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the oca strain (p010030/s041) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. No adverse event resulted from the defective battery charger/modem.